Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch # u5d26t. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled and the firing switch actuator on the pcb board was noted to be damaged, in addition a dent was noted on the handle shrouds were the manual override door sits. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the pcb board switch to be damaged. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the device activate unintentionally? The device did not activate during use. When the battery of the complaint device was loaded into the demonstration device after the procedure, the demonstration device activated properly. Then, another battery loaded into the complaint device, it did not move at all. The cover of manual override lever was opened once, then the device was activated when it was closed forcibly.

Event description:
It was reported that during a robot assisted pneumonectomy, the device did not move at the first firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences for the patient. When the sales rep loaded the battery of the complaint device into the demonstration device after the procedure, the demonstration device activated properly. Then, another battery loaded into the complaint device, it did not move at all. The cover of manual override lever was opened once, then the device was activated when it was closed forcibly. The sales rep found that the cover of manual override lever seemed to swell than usual. One pve35a and one vasecr35 will be returning. No further information is available.